Manufacturer narrative:
Gehc recommended to inspect/clean/replace the ez change valve assembly. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.